Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the specific cause could not be definitively identified due to limited available information. The most probable causes are: (1) damage to the image sensor unit, such as a broken wire, resulting from usage stress, external factors, or handling; or (2) malfunction of electrical board components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, water leakage was discovered in the bronchovideoscope, resulting in corrosion of the electrical connector terminal and error message e227 (scope communication error). There was no patient involvement.